Event description:
It was reported that the inflatable penile prosthesis (ipp) presented fluid loss, and patient was unable to inflate the device. It was also confirmed the reservoir line had been cut completely. A surgical procedure was performed to replace the system. There were no patient complications.